Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: (B)(4) / 203859 description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure because the stimulation irritated her neuropathy. There was no device malfunction suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, and performance tests performed. Ipg exhibited normal device characteristics. The damage to the leads was consistent with damages done during the explant procedure and were not considered a failure.